Event description:
A malfunction alarm was reported by the customer, which indicated an issue on the pump. The malfunction code displayed was "malf 12," and the fault ID was "0x2071." Despite this, there was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer contacted technical support, who provided assistance in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which the customer understood and acknowledged.